Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a open pancreaticoduodenectomy, more than one device was used. After 40 minutes of use, probe damage error occurred. The ptfe pad of the first device was worn. The user exchanged it with the 2nd device of sb-0520ic and continued the procedure. However, the ptfe pad of the 2nd device was separated after 10 minutes of use. The user exchanged it with unspecified deveice and continued the procedure. No further information was reported. There was no patient injury reported. The first device does not correspond to the criteria of MDR. This MDR is regarding the 2nd device of two devices.